Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for low blood glucose. Customer informed us that her sister found her unconscious and calls the paramedics and she was taken to hospital. Customer stated that she was unconscious for very long time and that the hospital informed her that she was with pneumonia, hypoglycemia and bleeding in all different parts of her body. Customer did not know how low her blood glucose was. No further information was provided.